Event description:
The dealer reports that the rivet that holds the side frame to the cross brace is broken off and no longer holding the cross brace in its place. The dealer has no further information to provide.